Manufacturer narrative:
¿The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.¿

Event description:
It was reported that the patient received a "replace generator soon" message. The rep was able to meet with the patient and update the app as well as reprogram the patient. The "replace generator soon" message was cleared after updating the app.